Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - zip code, and d3 - manufacturing plant country d3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported it is impossible to check/verify the overheat alarm. There was no reported patient involvement. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that it was impossible to check the overheat alarm. There was no reported patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.